Manufacturer narrative:
Eval summary: a mfg non-conformance was observed based on visual inspection which indicated that the fixation peg disassociated from the posterior face of the triathlon cutting block. The product complaint reporting database shows this event is related to a trend of similar events where the fixation peg(s) has disassociated from the posterior face of the triathlon cutting block.

Event description:
It was reported that: "peg on the # 5 cutting block broke off; surgeon removed with pilers."